Event description:
The patient experienced diabetic ketacidosis which required hospitalization for 2 days. During this episode the patient stated blood sugar was >480. Patient stated that they had been on the pump for 4-5 months without problems; however during the admission to the hospital, it was theorized there was an issue with absorption or some other aspect regarding the delivery of insulin. The patient stated blood sugars were running high for 12 hours before they were admitted to the hospital, prior to the 12 hours they had not had any problem regulating their blood sugar. It was reported that when their blood sugar began running high they changed sites several times, via a straight needle, but there was never an improvement in bs levels. They stated that they never received any alerts or alarms that pump was malfunctioning or not delivering insulin. Patient recovered from the alleged episode with no incident related medical sequelae.